Event description:
Customer reported negative antibody screens with vss129 and pt with anti-c, -e, -s and -k. Immediate spin crossmatches performed. The pt, diagnosed with anemia, received multiple transfusions. The first four transfusions were uneventful. During the transfusion of the 5th unit, pt had a temperature of 99 degrees and experienced chills. Transfusion was discontinued. After the transfusion reaction, pt had issues with kidney complications. The pt has left the hosp following the transfusion reaction. The pt is in good health upon discharge. Ocd's medical dir has classified this event as a serious injury.